Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation; however, medical records and a image were provided to review. The investigation is confirmed for perforation and filter migration. Based upon the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced filter migration and perforation. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) year old male with weight not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records and images were provided and reviewed. The investigation is confirmed for perforation and filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model (B)(6) vena cava filter allegedly experienced filter migration and perforation. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The 42 year old male patient weighs 226 lbs.